Event description:
The patient was reportedly experiencing shocking sensation and pain when wearing the external equipment. A recommendation was made to explant the patient's device. Surgery date will be scheduled.